Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed, and no data was found. (B)(4). Per the instructions for use, the user is advised that if fluid level high is reached, the airseal function will shut down. The functional test must be performed prior to each surgery. Because the functional test is performed during initial start up, the unit must be power cycled (off/on) prior to each surgery. In case the device or any of the accessories fail during surgery, a replacement device and replacement accessories should be kept within close proximity to be able to finish the operation with the replacement components. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the as-ifs1, airseal ifs, 110v device was being used on (B)(6) 2024 during a robot-assisted endoscopic prostatectomy procedure when it was reported "a power circuit error occurred and the unit stopped during surgery. When the distributor checked with the doctor, he replied that he did not remember the procedure, but that it was probably ralp. Pneumoperitoneum fell off instantly, so they replaced it with a pneumoperitoneum device made by another company and continued the surgery. It was confirmed that no patients were harmed". Further assessment questioning found that it is unknown if the instruments were able to be removed at the time and the current status of the patient is unknown. The procedure was completed and there was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Event description:
The distributor reported on behalf of the customer that the as-ifs1, airseal ifs, 110v device was being used on (B)(6) 2024 during a robot-assisted endoscopic prostatectomy procedure when it was reported ¿a power circuit error occurred and the unit stopped during surgery. When the distributor checked with the doctor, he replied that he did not remember the procedure, but that it was probably ralp. Pneumoperitoneum fell off instantly, so they replaced it with a pneumoperitoneum device made by another company and continued the surgery. It was confirmed that no patients were harmed.¿. Further assessment questioning found that it is unknown if the instruments were able to be removed at the time and the current status of the patient is unknown. The procedure was completed and there was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.